Event description:
It was reported that the 42 bd sharps coll 22.7l yel au 1103 non-vent had damaged lids and unable to use. The following information was provided by the initial reporter: product arrived with damaged lid and unable to use the sharps container across multiple batches and different time points.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2056967, device manufacture date: 18-mar-2022; medical device lot #: 8363918, device manufacture date: 08-jan-2019; medical device lot #: 279925, device manufacture date: 02-nov-2020; medical device lot #: 241922, medical device expiration date: 01-feb-2025, device manufacture date: 15-sep-2020; medical device lot #: 0309923, medical device expiration date: 01-feb-2025, device manufacture date: 23-nov-2020; medical device lot #: 9291911, medical device expiration date: 01-feb-2025, device manufacture date: 28-oct-2019; medical device lot #: 2083960, medical device expiration date: 01-feb-2025, device manufacture date: 04-apr-2022; medical device lot #: 1165934, medical device expiration date: 01-feb-2025, device manufacture date: 23-jul-2021; medical device lot #: 9325936, medical device expiration date: 01-feb-2025, device manufacture date: 04-dec-2019; medical device lot #: 165925, medical device expiration date: 14-feb-2025, device manufacture date: 30-jun-2020; medical device lot #: 8291948, medical device expiration date: 01-feb-2025, device manufacture date: 30-oct-2018; medical device lot #: 2023965, medical device expiration date: 01-feb-2025, device manufacture date: 11-feb-2022; medical device lot #: 2169923, medical device expiration date: 01-feb-2025, device manufacture date: 30-jun-2022; medical device lot #: 1256963, medical device expiration date: 01-feb-2025, device manufacture date: 01-oct-2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-oct-2022. H6. Investigation summary: 4 samples were returned for quality investigation by the customer. 1 product arrived with damaged lid and 3 samples received without lid. Additionally, within the reports, customer mentions that product arrived with damaged lids and that was unable to use the sharps container across multiple batches and different time points complaint issue verified. According to the device history record review, during the manufacturing process no issues were reported for damaged or broken lids for the lot numbers reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on the pictures and information provided by customer, it can be stated the following: · several lids are cracked from different angles. · through the lot numbers reported, it can be confirmed that these products were manufactured by flex during the last five years. · from the 4 samples received in vernon hills, one sample had broken lid and the rest of them came without it. Additionally, within the reports, customer mentions that product arrived with damaged lids and that was unable to use the sharps container across multiple batches and different time points. According with this investigation, it was noticed that this issue arose from a product sold in australia and all the shipping and transportation process for asia pacific products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like hit, incorrect handling, incorrect storage, or non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no previous additional complaints were received through the last twelve months for the same part numbers and issue. Potential root cause: product damaged during the transshipped process made by bd¿s second provider. Non-controlled method to ship partial boxes to end user. Product damaged during the shipment or distribution. Incorrect repackaging at the time to perform partial sales.

Event description:
It was reported that the 42 bd sharps coll 22.7l yel au 1103 non-vent had damaged lids and unable to use. The following information was provided by the initial reporter: product arrived with damaged lid and unable to use the sharps container across multiple batches and different time points.